Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 417 and there was non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis also indicated a right ventricular lead integrity alert.right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the patient's lead had a lead integrity alert (lia). When then patient moved their arms, there was a sensing issue. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.